Event description:
Related manufacturer reference number: 2017865-2023-52656. It was reported the patient presented for a leadless pacemaker (lp) implant. When attempting to release the lp at the target location, the release knob failed to respond, and the lp remained attached. Then, when redocking the lp after the failed release, the docking cap separated which prematurely released the lp. The lp remained attached to the tissue and the position looked good. The lp remained implanted and functioning appropriately. The patient was stable.